Event description:
As reported by hospital, during a pci procedure, air entered the fluid delivery set, near the fitting location. The device was replaced and the procedure continued. There was no air injection or patient injury. The used device is being returned for evaluation.

Manufacturer narrative:
Although we understand that the device used in the reported event is in (shipping) transit, it has not been received by the manufacturer. Therefore, a device failure analysis is not yet available. Upon receipt of the device/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.